Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had traces of chemical liquid in the channel. It was not confirmed when this event took place. There were no reports of patient harm.

Event description:
Additional information was supplied by the customer. The customer reported that there is a solidifier inside the scope that occurred after the procedure during the pre-cleaning.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, e2, e3, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint of chemical liquid remains in the channel was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material, however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained unknown. No physical damage of the device was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.